Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the battery. Device passed all testing and was returned to full functionality.

Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is giving a battery failure error message. The customer reported the unit was not in use on patient.